Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) on behalf of the patient (her son) alleging her onetouch ultra2 meter was prompting an error 5 meter issue message when the patient was attempting to test his blood glucose. Per the ot ultra owner's booklet, the error 5 message prompts when there is a problem with the test strip or the confirmation window has not been completely filled. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 4pm, the reporter claimed the alleged issue first occurred. The reporter stated, the patient uses oral medications including metformin 500mg/day with diet and exercise to manage his diabetes. The reporter stated on (B)(6) 2012 at 7am, the patient took his medications as usual. The reporter alleged on (B)(6) 2012 at 11am, the patient developed symptoms of being "shaky." On (B)(6) 2012 at 11am, the reporter stated, the patient's blood glucose was tested on another unknown device and a reading of "70mg/dl" was obtained. The reporter stated she gave the patient some orange juice in response to the reading. At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used and the patient's test strips were in good condition. The cca noted that the test strip did not completely draw in the sample during a retest. The cca also noted that the patient's testing process was incorrect, he was applying blood on top of the confirmation window. The alleged issue remained unresolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the reporter alleged the patient was unable to test due to the alleged issue, took his usual medications, and developed symptoms suggestive of hypoglycemia after the issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.